Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "system error" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to and evaluated by zoll (B)(4). Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damages on the platform a review of the platform archive was performed and user advisory (ua) 132 (internal watchdog timeout) was confirmed on the event date of (B)(6) 2015. During functional testing, the autopulse platform displayed ua 132. The printed circuit assembly (pca) board was replaced to remedy the user advisory. After replacing the part, the platform was tested and passed all functional testing. Based on the visual inspection, the part determined to be replaced were the pca board. In summary, the customer's reported complaint of autopulse platform displaying system error upon power up was confirmed during functional testing and was attribute to a defective printed circuit assembly (pca) board.